Event description:
It was reported that before a lap low anterior resection procedure, when initially testing the ace36p device, the hand activation button did not work. The nurse reassembled and tried again but it did not work. A new ace36p device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.